Manufacturer narrative:
Exact date unknown, event occurred a few months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty and had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.